Event description:
It was reported that an autopulse resuscitation system displayed user advisory messages of ua16 (timeout moving to take-up position) and ua21 (position change does not coincide with motor direction). There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.